Event description:
Received a call from a fire marshall alleging, a fire occurred in an apartment complex where a pride powerchair was located. The user passed away from injuries sustained from the fire.

Manufacturer narrative:
The event occurred in the (B) (6).

Event description:
Reporter stated that patient's lancet protruded beyond the end-cap of the multiclix lancet device after firing. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.